Event description:
Customer reported, the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu and associated hardware. System operates as intended.